Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that blood glucose was 650mg/dl. The customer took 35 units of insulin and glucose was not dropping. The customer was admitted to the hospital. Customer states drive support cap is fine, concaved. The customer declined pump replacement. The insulin pump will not be returned for analysis.